Event description:
It is reported that a revision surgery occurred due to acute infection.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, which markets the devices in u.s. The surgeon, (B) (6), has confirmed that the infection is not product related. Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 106 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicate. (B) (4).